Event description:
It was reported by this patients daughter-in-law that the patient has chills and feels extremely fatigued. It was noted that the patient had not had their cardiac resynchronization therapy defibrillator (crt-d) device checked since it was implanted approximately two (2) months prior. Boston scientific technical services (ts) referred the patient to their following physician for evaluation. Additional information indicates that the healthcare provider (hcp) previously contacted a boston scientific representative (rep) based on the patient feeling their heart racing. The hcp noted that there was pacemaker-mediated tachycardia (pmt) observed via remote monitoring and asked the rep for suggestions on how to manage the pmt. The rep provided some device reprogramming suggestions to the hcp. The patient subsequently came into the clinic and the rep extended the post ventricular atrial refractory period (pvarp) programming of the crt-d device. Following the device programming changes, the pmt was no longer inducible. The device remains in-service. No additional adverse patient effects were reported.